Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/doses via an implantable pump for non-malignant pain. Patient reported that in the past november the "wire from her pump was broken and was pooling in the wrong area". Patient services tried to clarify that it was the catheter but patient said it was where the bolus comes from in her pump.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 31-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.